Manufacturer narrative:
In response to the customer complaint biomerieux conducted an internal investigation. Investigation investigator reviewed the complaint database for reports of misidentification due to a system limitation (species not in the kb). Since january 2016, no similar complaint has been recorded for a misidentification as bacillus cereus group instead of myroides odoratus. Fine-tuning status was good at the time of acquisition. Spot preparation quality the customers spot preparation quality was not optimal. The calibrator and sample all peaks values were heterogeneous. Sample data analysis the review also found the bacillus cereus group misidentification results had a low identification score (between -0.15 to -0.39). A no identification result has a score of -0.4. Knowledge base (kb) review since myroides odoratus is not included in vitek ms kb v3.2, the instrument performed as intended when providing no identification results. The following information is noted within the vitek¿ ms v3.2 knowledge base user manual (ref. (B)(4): testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results. By reprocessing the customer data with the new vitek ms kb v3.3 under development, all spectra led the correct identification of myroides odoratus. A misidentification as bacillus cereus group is no longer obtained. The suspected root cause was determined to be a system limitation where the species is not present in the vitek¿ ms v3.2 knowledge base. Biom¿rieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. Significant improvements for identifying myroides odoratus species have already been made for the next vitek ms knowledge base (v3.3). It was also recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique, as well as reviewing with them mandatory criteria for fine-tuningrefer to.

Event description:
An industry customer in the united states notified biomerieux of the misidentification of a myroides odoratus proficiency sample in association with their vitek¿ ms instrument (ref. 410895, serial number (B)(4). Using software version v3.0 industry. Initial testing of the proficiency sample with the vitek¿ ms instrument obtained a "no identification " result three times. The customer requested an additional sample from the proficiency strain provider and tested the strain in duplicate on their vitek¿ ms instrument. The vitek¿ ms provided a no identification result and a misidentification result of bacillus cereus group. The customer also tested myroides odoratus atcc¿ 4651" eight times on the vitek¿ ms instrument; there were six no identification results and two bacillus cereus group misidentification results. The customer confirmed all isolates were cultured on hardy diagnostics tsa with 5% sheep blood and incubated at 35¿c for 24-48 hours prior to testing. As there are no patients associated with these quality control strains, there is no adverse event related to any patient's state of health.